Manufacturer narrative:
Internal complaint reference: (B)(4). Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 3003604053-2021-00271. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that after an arthroscopy procedure using a regeneten device, the patient has had an allergic reaction. Patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).